Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was today the patient was trying to charge their implant and they were charging for 4 hours and the implant only got to 30%. Patient kept getting the error system problem rm06. Patient reset the controller but that did not resolve the issue. Patient was driving and did not have the recharger with them to troubleshoot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.